Event description:
Event description cpi received information that approximately thirty minutes post-implant, the impedance on this implantable pulse generator (ipg) was >2500 ohms in both bipolar and unipolar modes. The device also exhibited no output, even at maximum voltage. The lead was tested with a pacing system analyzer (psa) prior to wound closure and displayed normal readings. A flouroscopy was performed and revealed no abnormalities. During an invasive procedure, the physician observed that the set screw was too tight and would not allow the lead tip to be advanced beyond the proximal screw.